Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. Around the time of discharge from the emergency room, the patient was awaiting a new infusion set before changing her infusion site. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated at the emergency room following loss of consciousness and a seizure.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the date of the reported hospitalization was (B)(6) 2010; the pump histories indicate that the pump was in use until (B)(6) 2011, therefore the histories from the time of the reported hospitalization are unavailable due to continued pump use. A review of the total daily dose history indicated that current insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues and no alarms observed. Unrelated to the complaint, evaluation revealed a keypad leak and moisture damage on the pcb.